Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2011 including an ipg. It was reported the patient's charger is unable to locate the ipg to charge. An sjm representative met with the patient to resolve the issue, but was unsuccessful. The patient was sent a new charger, but has not received it yet. No further information is available at this time.